Manufacturer narrative:
Block b3: exact date unknown, event occurred in the past 6 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing discomfort due to implantable pulse generator (ipg) was tilting. The patient underwent revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. Nothing was explanted.